Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, seating, basic occlusion and force sensor. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 268mg/dl. Trouble shooting was performed and found the clear plastic ring came off and the reservoir is able to lock in place. Advised the product will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.